Manufacturer narrative:
High voltage (hv) charge timeouts were confirmed during review of the device diagnostics in memory and during testing. The high voltage capacitors were analyzed by the supplier and the cause of the charge timeouts was excessive leakage caused by contaminated hv capacitor electrolyte.

Event description:
During follow-up, slow charge time was observed on the device and there were several episodes of a charge time out. The device was explanted and replaced and the patient was stable.

Manufacturer narrative:
Amended analysis: the hv charge timeouts were confirmed during review of the device diagnostics in memory and during initial bench testing. The high voltage capacitors were analyzed by the supplier and excessive leakage caused by contaminated hv capacitor electrolyte was found; however, the contaminated electrolyte was not consistent with having caused the intermittent charge timeouts in the field. Further testing of the hybrid was performed and no extended charging could be reproduced. The root cause of the field could not be determined.